Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) was undersensing causing inappropriate detection of bradycardia. Undersensing was also seen during tachyarrhythmia. The device remains in use. No patient complications have been reported as a result of this event.